Event description:
It was reported to philips that the system gave a remote alert indicating "defective fan and power tray", which can impact booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, an emergency treatment was completed after restarting the system with a delay less than 20 minutes. A proactive monitoring alert had identified defects in the fan and power tray; however, upon visiting the site, a philips field service engineer was unable to replicate the alert and did not encounter any boot-up issues. The system was restored to full operational status. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable the codes have been updated based on the investigation's outcome.